Manufacturer narrative:
This report is being submitted as follow up no 1 to correct section d6a as there was a date inadvertently entered in that section when it should have been left blank.

Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot number combination was conducted with no findings. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).

Event description:
The user facility reported an issue with an angio-seal device. The device was used to close an access in the right groin where a 6fr femoral sheath was placed. All proper steps were performed for deployment of the angio-seal device. As the device was drawn back for the anchor to grab the inside of the vessel wall, the entire device came out of the access site. The anchor had failed to exit the tip of the sheath. Hemostasis was achieved with digital pressure. No injury to the patient came from this occurrence. The patient was stable, and the procedure was a success. There were no other devices or equipment used with the reported product.